Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects on the nozzle and an e217 (scope error). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that damage to the charged couple device unit caused the e217 (scope error). As for the foreign objects found on the nozzle, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.